Event description:
It was reported that coring occurred while using bd phaseal¿ injector luer lock n35j and foreign matter was found. The following information was provided by the initial reporter: when preparing endoxan, coring occurred. The very small fm was found in the syringe. The syringe, n35j and the endoxan vial will be sent.

Manufacturer narrative:
H.6. Investigation: one injector connected to a syringe along with a protector attached to the vial was returned to our quality for investigation. No particles were observed inside the vial. The product was visually inspected, no defects or damage observed on the injector or injector membrane, however, a grey particle was observed inside the syringe. Characterization testing was performed and determined to be rubber from the vial stopper. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring occurred while using bd phaseal¿ injector luer lock n35j and foreign matter was found. The following information was provided by the initial reporter: when preparing endoxan, coring occurred. The very small fm was found in the syringe. The syringe, n35j and the endoxan vial will be sent.